Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the g5 mobile application being frozen could not be confirmed. A root cause cannot be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.